Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that physician was unable to gain access to the epidural space during an scs trial procedure due to the patient's anatomy. As a result, the procedure was abandoned.